Manufacturer narrative:
In response to FDA report number: (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through regulatory agency "rupture". This record is for the right side. The device status is unknown.

Event description:
Healthcare professional reported through regulatory agency "rupture". This record is for the right side. The device status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: h10.